Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted the field service engineer (fse) and reported that they were missing a picture on one surgeon side console (ssc). The customer did try to restart the system, but the issue was the same. The surgeon was working on the other console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system functions were checked after booting the system and the system was not initially able to start up without errors. The operation had been in progress for 1 hour when the problem occurred. The operation was completed successfully with the second ssc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was installed on the test system and started up with no errors. No were issues detected during visual inspection. The hrsv started up and failed without video on the display.